Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor had a ruptured reservoir. The device was filled with 17ml fluorouracil and 29ml of 5% glucose. The rupture was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 25, 2014 to august 27, 2014. The device was returned for evaluation. Visual inspection was performed and noted fluid inside the bag that was caused by untightened blue winged luer cap. Functional testing was performed by rotating the luer cap and tightening until it can no longer rotated; no signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.